Event description:
A batch of 3000 thorpe tube flowmeters with amvex brand from ohio medical inc. Was found that approx 200 units from the batch are serious fall off the standard accuracy requirements; (B)(4) units are at the lower edge of accuracy and consider uncertainty risk. Which result of 33% nonconformity products. The test was control according to manufacturer specification. 50psi input. Calibrated digital flowmeter.